Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a sigmoidectomy procedure, the hand switch stopped working. The foot switch could be used along with another device to complete the procedure. There was no pt consequence.